Event description:
It was reported patient underwent a hip arthroplasty on an unknown date with unknown products. Subsequently, patient was revised on an unknown date due to pain and malaligned cup. The cup was removed and replaced with a biomet cup. On (B)(6) 2011, patient was revised due to instability and the head and stem were replaced with competitor product and a biomet liner was implanted. On (B)(6) 2013, the patient was revised due to infection. All products were removed and antibiotic spacers were implanted.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on an unknown date due to pain and malaligned cup. The cup was removed and replaced with a biomet cup. On (B)(6) 2011, patient was revised due to instability and the head and stem were replaced with competitor product and a biomet liner was implanted. On (B)(6) 2013, the patient was revised due to infection. All products were removed and antibiotic spacers were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected data. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00786-1 / 00787-1).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00786 / 00787).